Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the staples did not form properly. The reported condition occurred three times and the surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.